Event description:
Boston scientific received information that this product was part of a system revision due to infection. Debridement was performed around the necrotic area and new pocket was created under greater pectoral muscle. Lead was connected to new pg and the procedure was completed without problem. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.